Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations and revision procedure. It was reported that a revision procedure was subsequently performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was generated for right ventricular automatic threshold (rvat) detected as suspended due to loss of capture. Therapy was programmed off due to dislodgement of this rv lead. A lead revision was scheduled for the following week. No additional adverse patient effects were reported.